Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with tests results of 136 and 62mg/dl. The expected fasting blood glucose test result range is 80-100mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 04/27/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).